Event description:
The customer reported having unexplained high blood glucose. The blood glucose reading at time of call was 330mg/dl. Troubleshooting was performed. During the call, the customer mentioned being hospitalized due to high blood glucose. The time, date, and settings were correct. The customer did not have an extra infusion set or tubing clamp to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.